Event description:
It was reported by the rep that the device was used during a bowel resection. It was reported the first tlc55 would not fire after the third firing. They opened another tlc55 and it also would not fire after the third firing. The third tlc55 was opened and the case was finished with no additional problems. All three staplers were given to the rep in one bag. The rep was not able to tell which one was the third device that had no problems. All three devices are being sent back. There was no consequence to the patient.